Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. There were also related problems with image storage and pacs transfer. There is no report of injury or death associated with this event.